Event description:
Info received that the l/s siderail could not latch. No injury reported.

Manufacturer narrative:
Tech found the siderail was missing rivets and therefore could not latch. Replaced the missing rivets to resolve this issue. Bed found in bed shop.